Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: customer found small pin holes in several of the filters in one of their bags.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Updated information: d4 device information. D9 device returned to manufacturer. One (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were no defects or damages present on the product. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. There are no similar complaints against the reported lot number with this error pattern. Based on the investigation findings, the product met specifications. As a result, the reported failure could not be confirmed to be a manufacturing related issue. The raw material supplier is iso 13485 certified supplier for sterilization packaging and infection control material and tests each lot of this filter material for porosity, permeability, and water repellency.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Correction: g4 510k number corrected. Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.